Event description:
Complaint alleges: it was reported that "the device stuttered a bit causing the bullet to get stuck in the ligament." No reported pt injury. Unk condition of pt.

Manufacturer narrative:
No device sample is available for investigation.